Event description:
The patient received a gore viabahn endoprosthesis for the treatment of a stenotic lesion of the distal sfa. Two days post implant, the endoprosthesis occluded. A thrombectomy was performed and two smart stents were placed just distal and proximal to the viabahn device. The patient tolerated the procedure well.

Manufacturer narrative:
Left implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.